Manufacturer narrative:
Additional information was received that the patient was not getting coverage in the lower and legs. The patient¿s original implant was reportedly for the upper back and rib pain. The patient underwent a revision procedure wherein the lead was replaced and was pulled to cover low back and legs. The patient was doing well postoperatively. The explant device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads will be replaced for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads will be replaced for an unknown reason.